Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as mrd ID: 2134265-2016-09855. It was reported that the burr became stuck on guidewire and wire fracture occurred a 330cm rotawire and an unspecified rotablator burr were used. During preparation, while priming was done, the burr spun over the wire and caused the wire to shear and tangle. The wire was stuck in the burr and was cut forcibly. No patient complications were reported as the device did not enter the patient's body.